Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly "on (B)(6), 2010, following an automobile accident that broke his left femur, the patient underwent surgery at (B)(6) hospital, where a rod secured by two screws were inserted into his left femur." It is further alleged that, "on or about (B)(6), 2010, the screws broke." It was further alleged that, "on or about (B)(6), 2010, the patient returned to (B)(6) hospital for a revision surgery to repair the left femur and a rod secured by four screws were inserted into left femur."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.